Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: while turning a covid positive patient from prone position to supine position the plastic arm extending from the cross bar of the tube holder snapped. The respiratory therapist who was holding the tube securely as the patient was flipped said that there was no amount of abnormal force applied to the tube nor did the ett tube get caught on anything during the maneuver. The break happened where the plastic arm extends from the crossbar that sits below the patient's nose. There was no patient harm or consequence reported. The ett holder was replaced.

Event description:
Customer complaint reported as: while turning a covid positive patient from prone position to supine position the plastic arm extending from the cross bar of the tube holder snapped. The respiratory therapist who was holding the tube securely as the patient was flipped said that there was no amount of abnormal force applied to the tube nor did the ett tube get caught on anything during the maneuver. The break happened where the plastic arm extends from the crossbar that sits below the patient's nose. There was no patient harm or consequence reported. The ett holder was replaced.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer did provide a photo of the device. The issue could not be determined by evaluation of the photo. The manufacturer reports that power choice has carried out the static test (sampling check) as per the astm 2726 for each lot produced. There were no lots rejected in-house doe to the same issue as reported in the complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.